Event description:
It was reported that the negative pressure could not be applied in the silicon bulb evacuator.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the negative pressure could not be applied in the silicon bulb evacuator.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone closed wound suction evacuator. Visual inspection of the sample noted applied negative pressure using (in-house tubing) in a reservoir of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution was returned into the evacuator as intended. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.